Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient¿s right ventricular lead exhibited unacceptably high capture thresholds, high lead impedance, low amplitude r-waves and noise. Programming changes were made and the device will continue to be monitored. The patient was stable throughout the reprogramming.